Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure in which the existing artificial urinary sphincter (aus) cuff and pump were removed and replaced. Upon explant, a hole was identified in the cuff component. The cause of the perforation was unknown. There were no patient complications related to the event.